Event description:
The patient was in the ICU on a ge engstrom carestation. The ventilator went into battery mode while plugged into an electrical outlet and the air connection in the back of the ventilator came loose while plugged into the air outlet. The alarm that aroused the respiratory therapist's attention was the "air supply pressure low". The ventilator was taken from service and replaced with another ventilator. To correct these issues the power connector that goes from the wall outlet into the back of the ventilator was pushed in and the air connector was tightened. The power cord issue is a recurring problem. The power cords keep losing contact where they insert into the back of the ventilators, and need to be pushed back into the back of the ventilators to keep the ventilators from going on battery backup.the manufacturer's response has always been the therapists are at fault for not plugging in the ventilators correctly, or biomed has not attached the power cords correctly.